Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited flashing image with stripes and damaged light guide bundle at distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The reported image flashing failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle damage, striped image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the light guide bundle failure: light transmission problem, cause is component failure of the light guide bundle and some kind of excessive force. It is likely that the following led to the flashing, striped image failure: component failure of the universal cord. The most probable cause of the complaint malfunctions is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.